Manufacturer narrative:
This MDR was created based on a customer clarification of device testing. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle was slow retract during device testing. The following information was provided by the initial reporter: tested one and the button would not engage initially and required several attempts to have the button work. (This is a slow retraction with no patient involvement 1x). This occurred on (B)(6) 2025. We further tested other cannulas and the failure to retract was the same with different cannulas of the same lot number.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues could not be confirmed from the 6 representative 24ga insyte autoguard units that were received in sealed packaging from lot #3262520. A functional test revealed no damage on the returned samples and each needle fully retracted within the safety shield. The retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction issues and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.